Event description:
It was reported on (B)(6) 2026, that patient experienced high blood glucose level to 507 mg/dl and treated with pump. Insulin may not be properly delivered due to air bubbles present near the top of the reservoir and inside the tubing, it could cause high blood glucose.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380 name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325 zip four: 1219, u.s.